Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there was a no output condition at the 1st activation of the implant in (B)(6) 2004, at the audioprothesist lab. No functional gail measured with ap set a max output, rtf: negative response.